Event description:
It was reported that the patient was shocked by a shorted out extension cord he had been handling. The shock was felt through the patient's hand where he was holding the cord, not throughout his neurostimulation system. Following the shock, there were coupling and/or communication issues with the neurostimulator. Communication was attempted using the patient and physician programmers as well as the recharger. Use of the antenna locate feature resulted in a power-on-reset condition being displayed on the recharger which then lead to the normal recharging screen. The patient experienced a loss of stimulation. The patient felt stim 9 days prior to this report. It was noted the neurostimulator was depleted and was going to be recharged. Additional information received reported the neurostimulator was reset and was functioning properly.

Manufacturer narrative:
Concomitant medical products. Lead model 3998 lot# l81499 implanted (B)(6) 2000 explanted unk; extension model 7495-51 serial# (B)(4) implanted (B)(6) 2000; extension model 7495-51 serial# (B)(4) implanted (B)(6) 2000; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).